Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to check bluetooth on smart device and found no dexcom devices were listed. Dexcom representative advised patient to turn bluetooth off/on, remove and reinstall the g5 application, and enter transmitter ID by hand which was unsuccessful. No additional patient or event information is available.